Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The infusion set was in use for three days. Blood glucose level at the time of event was high and patient took insulin pump. No further information available.